Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for cervical radiculopathy as well as postlaminectomy pain. Health care professional reported the patient had extensive necrotizing fasciitis. An infection of the flank tissue near the leads was reported. The event date was unknown. The health care professional reported they were going to operate and that the patient could lose an arm, their life, or their device would be removed. It was later reported that the patient did not have their device removed as far as they were aware.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.